Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt turned stimulation off and stopped recharging the ipg in (B)(6) 2013 due to pregnancy. Currently, the pt has no stimulation and is unable to communicate with external devices. Surgical intervention may be undertaken to replace the ipg at a future date.